Manufacturer narrative:
Corrected field d4 # UDI. Updated field :b4, d9, g3, g6, h2, h3, h4,d8, h6(, type of investigation, investigation findings, investigation conclusions, component code),h11. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse observed saline damage on the front end board. The fse replaced the front end board (0670-00-0668). Calibration was completed. The iabp was returned to the customer for clinical use.

Event description:
It was reported that while on a patient, the cs300 intra-aortic balloon pump (iabp)  gave an electrical test failed error 53 and shut off.  There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.